Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "runtime - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including full functionality testing without duplicating a malfunction to the device. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.